Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log confirmed the reported event of a low transmitter battery. The root cause was could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced low transmitter battery. No injury or medical intervention was reported. Data log was reviewed on 11/17/2016. Complaint for a low transmitter battery was confirmed. Additionally, transmitter failure was found and confirmed on 11/17/2016. The root cause could not be determined. This complaint is reportable based on findings of a transmitter failure error.